Event description:
During a procedure, it was reported ECG and egm signals suddenly saturated. No error signals reported. When ablation cable was unplugged, ECG and egm signals returned to normal. Issue was resolved after the catheter was replaced. Additional information received on (B)(6) 2014 stated the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The signal noise occurred on both carto and the recording system at the same time. ECG and egm essentially flat lined. The physician was unable to interpret neither bs and all ic recordings in spite of the presence of signal noise. The awareness date of this event is reset to (B)(6) 2014.

Manufacturer narrative:
Refer to evaluation summary (B)(4) during a procedure it was reported ECG and egm signals suddenly saturated. No error signals reported. When ablation cable was unplugged, ECG and egm signals returned to normal. Issue was resolved after the catheter was replaced. Additional information stated the signal noise occurred on all the channels, including the 12 leads of bs and all ic (intracardial) recordings. The signal noise occurred on both carto and the recording system at the same time. ECG and egm essentially flat lined. The physician was unable to interpret neither bs and all ic recordings in spite of the presence of signal noise. The returned device was visually inspected upon receipt and foreign material was found inside the connector pins. Per the event, the catheter was tested for electrical performance and it was found within specifications. Since catheter passed specifications, it's not conclusive at this point if the foreign material affected the ECG and egm signals the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent foreign material around the connector from leaving the facility. The customer complaint cannot be confirmed. The origin of the foreign material remains unknown.

Manufacturer narrative:
(B)(4).